Event description:
(B)(6)-lx disposable broke during use. All pieces were sequestered. All pieces were present and accounted for. Not an implant but a disposable item needed to complete procedure. A second unit was opened to complete procedure.